Event description:
Leica microsystems received a complaint from the customer of raw tissue and a smell of formalin in the retort of a peloris tissue processor.

Manufacturer narrative:
Leica's investigation is in progress.